Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had allergic reaction with sensors such as redness or blisters during insertion. The customer blood glucose level was 126 mg/dl. The customer was assisted with troubleshooting. Customer states they wash hands and clean site with alcohol swabs prior to set change. Customer states they avoid touching connecting parts of the sensor or site location after cleaning site. Customer states they change sensor within product specifications. Customer states they use alternative tapes. Customer reports that they received medical treatment as a result of the site issue. The device will not be returned for analysis.

Manufacturer narrative:
The information was not included with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
The date entered in ¿date received by manufacturer¿ in the supplemental report was missing.